Manufacturer narrative:
Concomitant medical product: 694758 lead, implanted: (B)(6) 2012; 5076-45 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systemic infection, the left ventricular (lv) epicardial lead was capped and the remaining cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.